Event description:
It was reported that the stent stuck on wire. The target lesion was located in the common carotid artery. A 6.0-22carotid wallstent self-expanding stent was advanced for dilation. During introduction, the wire could not leave the side port of the stent. No complications were reported, and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The recommended guidewire to use with this device is a 0.014" (0.36mm) as per instructions for use. During the product analysis a boston scientific 0.014" filterwire was successfully inserted through this device with no resistance experienced or lumen obstruction encountered. The guidewire used by the customer was not returned for analysis. A visual and tactile examination identified no issues with the catheter or delivery system. The device was returned with the stent in the correct position on the device. No issues were noted with the stent.

Event description:
It was reported that the stent stuck on wire. The target lesion was located in the common carotid artery. A 6.0-22carotid wallstent self-expanding stent was advanced for dilation. During introduction, the wire could not leave the side port of the stent. No complications were reported, and the patient was stable.